Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). One 3i t3® tapered implant 6/5 x 11.5mm (bopt6511) was returned for investigation along with the cover screw. Visual inspection of the returned product identified minor wear from use about the implant threads and drive feature. However, there are no signs of fracture or damage. It is noted that the patient has a history of clenching, which could lead to implant fracture. The reported product was located on tooth # 4 and used for approximately 4 years prior to the event. The customer has not provided additional pictures or x-ray images of the product. No device lot number was provided so a device history record review could not be performed. A complaint history review by item number was conducted for the bopt6511 dating back to 12 months. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/ product holds for the reported product. Complainant reported that the patient presented to the office complaining of a loose implant body upon evaluation, the implant was fracture. The reported complaint of a fractured implant could not be confirmed following inspection of the returned product. The alleged infection event could not be verified due to the nature of infection and no supporting details. Additionally, the customer has stated that a nea3g coping and hla4g abutment were utilized. Both of these devices are intended for use with zimmer tapered screw vent implants. Using these items with a biomet 3i dental implant is considered misuse, and could lead to damage. A definitive root cause for this complaint could not be determined. Weight unknown / not provided. Lot number unknown / not provided. PMA/510(k) number - unknown / not provided.

Event description:
It was reported that the implant fractured. The patient was also reported to have developed an infection as a result of the implant fracture. The implant was extracted.